Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the smart phone and transmitter that occurred on (B)(6) 2016. Patient's mother was advised to turn off the bluetooth, swipe close the application, reboot the phone, turn on the bluetooth and relaunch the application. The issue was resolved. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 02/09/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.